Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No button error alarms noted during testing. The battery cap was inspected and no damage noted. The device had normal operating currents, no alarms occurred during testing. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, and missing end cap sticker.

Event description:
Customer's reported via phone, the insulin pump had alarmed battery out limit. Customer's blood glucose was 118 mg/dl. Alarm occurred due to customer had the battery out longer the time allotted. Customer then noticed the latch had gone loose and the device alarmed button error and the button were unresponsive. Customer didn't recall any significant event which may have caused the keypad issues or the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was returned for evaluation at the time of the initial report.